Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set leaked insulin near the luer lock connection. He experienced hyperglycemia of up to 427 mg/dl and felt sick and vomited. He changed the infusion set and this resolved the leak. Three attempts were made to gather additional information, but these were not successful. It is unknown what type of infusion set he was using. The alleged product was requested for evaluation. No adverse event was reported.